Manufacturer narrative:
Section d4: device serial number was requested and not provided. Therefore, expiration date and manufacture date (section h4) cannot be provided. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported bacteremia could not be determined. An autopsy was not performed, and the centrimag blood pump was not saved for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists multiple types of organ failure and dysfunction (renal dysfunction, respiratory failure, and right heart failure), infection, and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 despite maximum surgical and medical management. The post-operative course was complicated by planned right ventricular assist device (rvad) after implant, small bowel ischemia, bacteremia of an unknown source, and renal failure. Pan cultures were identified, and the bacteremia was treated with antibiotics. The cause of the bowel ischemia was unknown. No left ventricular assist device alarms were reported, and the device was working at the time of death. Patient selection with heart failure severity and other comorbidities contributed to patient death. The outcome was not considered to be device or therapy related. Related manufacturer's report: 2916596-2023-05635.